Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The physician predilated a lesion in the mid-lad with a maverick balloon with 2 inflations, 8 atms for 30 seconds and 4 atms for 31 seconds. A taxus express2 2.75 x 32 mm drug eluting stent was then deployed at 10 atms for 26 seconds. The balloon deflated but the physician was unable to withdraw the balloon back into the guide catheter. The physician was able to free the balloon after six and a half minutes, after several wire exchanges. He then attempted to advance a taxus express 2.75 x 12 mm drug eluting stent in the lad lesion. Following two unsuccessful attempts at crossing the lesion, he predilated with a high sail balloon 3 times up to 14 atms for 31 seconds. The taxus express2 stent was then successfully advanced and deployed at 14 atms for 18 seconds. The physician then noted that following deflation, the balloon was sticking, but he was able to remove it within 1 1/2 minutes. The stent was post dilated with a high sail balloon and the procedure was successfully completed. The pt received heparin, reopro and nitrogylcerin during the procedure. Plavix was administered at the completion of the procedure. The pt tolerated the procedure well. Same case as manufacturer's number: 6000093-2004-00338.